Manufacturer narrative:
B3 - date of event: date of event was approximated to 01/01/2025 as the exact event date was not reported.

Event description:
It was reported that hydrophilic coating issue occurred. A renegade hi flo microcatheter used for procedure. During the procedure, the microcatheter unable to go through a non-bsc catheter, felt restriction and friction. When pulled out, it was noted that the hydrophilic coating was wharped. The procedure was completed with a different device. No patient complications were reported.